Event description:
It was reported that during an unk procedure, there was an incomplete staple line. Hand-suturing was used to complete the procedure. There was no pt consequence.

Manufacturer narrative:
Evaluation summary: one device was returned in good visual condition and loaded with a fully fired cartridge that was noted to be in good visual condition; in addition, several b-form, malformed and unformed staples were returtned loose in a plastic bag, however, it is unk if they belong to the returned cartridge. When tested for functionality with a test cartridge, it fired, cut, anf formed the remaining staples without incident. Event described could not be confirmed as the staples were noted to have the proper b-formation. Cartridge batch a5c77w